Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
It was reported that the customer passed away in a hospital. The customer was taken to the emergency room on (B)(6) 2015, and was admitted. When the paramedics arrived, the customer's blood glucose was 22 mg/dl. The official cause of death is not yet known, however, the caller stated that the customer had a chronic disease; copd. He also had diabetes, congestive heart failure, kidney failure, diabetic retinopathy, coronary heart failure, and was on dialysis. The caller noted that the customer's blood glucose bottomed out to 33 mg/dl, at home, the customer was given liquid glucose and a teaspoon was placed under his tongue. The customer's blood glucose, at the time of death, was over 200 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.